Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported the patient had been having side effects since december 2015 on the right side of their face that had been gradually getting worse. When the patient went to turn the implantable neurostimulator (ins) off, an out of regulation (oor) error message was displayed on the patient programmer. An oor message was also displayed when the ins was interrogated with the hcp¿s clinician programmer. Impedance of contracts c-3 was measured to be 445 ohms. For therapy, contacts c-0 were used and they had impedance of 867 ohms. Impedances were normal and the ins was programmed in voltage mode. The ins was programmed bilaterally with unipolar electrode pairs on both sides at 3v. The manufacturing representative thought the patient had a change in therapeutic benefit. The hcp planned to try reprogramming the ins. No cause, troubleshooting, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the company representative and health care professional (hcp) reported the cause of the out of regulation (oor) was not determined. Troubleshooting included programming an adjacent electrode and no oor was produced. The patient received effective therapy and symptom control using this electrode. The issue was resolved and there were no further actions planned at the time.